Manufacturer narrative:
Analysis of the device, model # 3058, sn (B)(4), found the setscrew to be backed out too far. The setscrew was able to be re aligned and tightened down on a known good lead.

Event description:
It was reported that the surgeon was unable to insert the wire into the battery. The battery was never implanted. The procedure was completed with a different battery. The patient¿s status at the time of the event was said to be alive and no injury. There were no patient symptoms or complications associated with the event. It was reported 9 days later that the surgeon implanted another battery without difficulty. The patient responded as expected post operation.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.